Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received one unused iag 22 ga unit without packaging from catalog number 381823; lot number 8065686. Three photos were submitted for evaluation: o photo one displayed a retracted needle assembly, needle cover and catheter/adapter. O photo two displayed a catheter/adapter with the catheter tubing bent at the nose. O photo three displayed top of the grip, spring and needle tip inside of the grip. Visual/microscopic evaluation: needle: the needle was pushed to the out position to be evaluated: the needle was not bent, chipped, crimp, curved or deformed. Catheter/adapter: the catheter tubing was bent at the nose of the catheter/adapter the hole in the catheter tubing at the nose of the catheter/adapter photos: based on the evaluation of the photos; the photos one and two displayed the catheter tubing bent at the nose of the catheter/adapter. Which is the same finding as that of the evaluation of the returned unit. The defect needle defect-other was not identified or confirmed with the returned unit. The bent catheter tubing was confirmed. The hole in the catheter tubing was caused by the cannula spearing the catheter wall. On a base spear, when the needle covers are placed, they can catch the catheter tubing and bend it down being caught in the needle cover.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was found chipped and deformed before use. The following information was provided by the initial reporter, translated from japanese to english: "a part of the needle was chipped and deformed. Please confirm the catheter too."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was found chipped and deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a part of the needle was chipped and deformed. Please confirm the catheter too."